Manufacturer narrative:
Conclusion: because the patient's pain remitted without further intervention, the cause was likely just an exaggerated pain response to the precedure, and does not reflect an issue with the device. No further sequelae are anticipated.

Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. The uterus sounded to 9.5 cm and hysteroscopy was normal. The pt did not receive a paracervical block, but was treated approximately 20 minutes pre-operatively with toradol. The procedure was performed utilizing 30 cc of d5w. The pressure stabilized at 163 mmhg and slowly droopped during the case to 123 mmhg. The physician re-hysteroscoped the patient at the end of the procedure and the cavity appeared normal, although there was a great deal of debris. Following the procedure, the patient developed increasing pelvic pain especially on the right. The pain did not respond to morphine, there were no changes in vital signs and the patient's hemoglobin did not reflect excessive blood loss. The patient was admitted for observation. The patient has been released from the hosptial and is doing fine.